Event description:
It was reported that during a ureterorenoscopy procedure for kidney stones, the fiber used broke. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a ureterorenoscopy procedure for kidney stones, the fiber used broke. Due to this, the procedure was completed using another device. There were no patient complications.